Manufacturer narrative:
The glidescope avl video baton 2.0 large was replaced for the customer and the affected video baton was returned to verathon for evaluation. The technical service representative duplicated the reported intermittent image while manipulating the test cable near the returned video baton connector. The technical service representative isolated the issue to a damaged connector of the video baton. Since the customer received a replacement and there are no repairs available the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 2.0 large the image would disappear when the attached smart cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.